Event description:
The event is reported as: "complaint alleges that the circuit is leaking water as well as a crack at the temp probe. Alleged failure found prior to pt use. No pt injury reported.

Manufacturer narrative:
Sample has not been returned to manufacturer in time for this report. An investigation report will be sent when completed.